Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter. There was no reported adverse impact to the customer's blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer will contact the healthcare provider to obtain alternate insulin therapy. Ultimately, the customer was able to successfully charge the pump using replacement tandem-provided wall adapter and usb cable.